Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the prongs on an opt318 optiflow junior nasal cannula broke and caused a skin tear on an eight-month-old baby when the baby pulled it off. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint op318 cannula was returned to (B)(4) and was visually inspected. Results: visual inspection revealed that the left side of the flexitube had detached from the cannula. Glue was present on the surface of the detached tubing and inside the cannula joint. The tube was undamaged. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube as well as the inner surface of the cannula tube joint. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - "do not stretch or crush tube". - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." - "appropriate monitoring must be used at all times."